Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; initial malpositioning of the implants. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7070m-90, lot# 2651061, mfd. 11/26/18, exp. 2023-11-26, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2694451, mfd. 11/19/19, exp. 2024-11-19, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7060m-90, lot# 2691991, mfd. 08/01/19, exp. 2024-08-01, gtin (B)(4).

Event description:
The patient had right si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported left side leg pain following the initial procedure. The surgeon determined that the first and third implants were impinging on the neuroforamen and that the second (middle) implant was not fully across the joint. Two days after the initial procedure, the surgeon performed a revision procedure where he backed up the first and third implants a few millimeters each to relieve the impingement. He also advanced the middle implant a few millimeters further across the si joint. The status of the patient following the revision procedure is not known.